Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's contact reported the cycler alarmed during fill 3 of 4. Patient's contact cancelled treatment, opened the cycler door, removed the cassette and noticed fluid leaking from the cassette and into the cycler. The sample set has been discarded. During follow up, the patient's contact reported there were no serious injuries, complications nor are there any signs of any infections. The patient's effluent remained clear. The patient's peritoneal dialysis nurse was notified of this event. The patient was not prescribed any antibiotics. There are no adverse events reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.